Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. The subject device is undergoing investigation. The results are pending completion and will be submitted in a supplemental report a device history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown veterinary procedure on (B)(6) 2016, a portion of the tip of the stardrive screwdriver shaft broke during the final tightening of the screw. It was reported that the veterinarian surgeon applied the correct amount of torque. No fragments were retained in the animal patient. The veterinarian surgeon completed the final tightening of the screw using the same instrument and completed the procedure. There was no surgical delay or harm to the animal patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was attempted /requested. The report indicates that: DHR review for part #314.116 lot#h055318. Release to warehouse date: 18-may-2016. Expiration date: n/a. Supplier: universal punch corp. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A non-manufacturing investigation was performed for the subject device. This complaint is not confirmed. The tip of the returned screwdriver shaft has not broken as reported. The tip shows wear but no break or damage. To confirm, the overall length of the returned shaft measures 100.1mm which is within specification of 99.7mm - 100.3mm per relevant drawing. A visual inspection under 5x magnification and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The 314.116 stardrive screwdriver shaft is an instrument routinely used in the 3.5mm lcp distal tibia t-plates (technique guide). Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. A definitive root cause could not be determined as the complaint cannot be confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.